Event description:
The manufacturer received that a patient prescribed ventilation therapy using a dreamstation st30 ventilator has died. There is no allegation that the device contributed to the death. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the reported event. The device has not yet been returned to the manufacturer. A follow-up report will be submitted when the manufacturer's investigation is complete.